Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. Patient was seen in-clinic on (B)(6) 2022 and the implantable cardioverter defibrillator additionally exhibited over-sensing noise and inappropriate mode switch. Programming changes were made on the device. No patient consequences.

Manufacturer narrative:
Correction:h6.